Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Technical assistance support (tac) asked the customer to trying using serial digital interface output from the video system center to monitor and customer stated that the image was not grainy. He tried different digital visual interface output selections and the image remained grainy. Customer will swap out the digital visual interface cable. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported grainy image during inspection for use involving an olympus video system center. The customer suspected that the cause of the grainy image was due to output signal. There was no patient injury reported.